Event description:
On (B)(6) 2012, davol received maude event report (B)(4): patient had a bard composix mesh implanted in 2005. Patient presented to emergency room on (B)(6) 2010, with infected stomach (red, hot, swollen, and pain). The pt was placed on IV antibiotics and had surgery. The bard composix mesh had "broken and wrapped around the bowel" and punctured it". The patient reports bowel movements in her gut and removal of almost 3 feet of bowel.

Manufacturer narrative:
A review of our complaint database noted that this issue was previously reported to davol by patient's attorney as a recalled composix kugel mesh and was therefore reported under rae 2008-004. A maude event report was submitted by the pt which identified the mesh as a composix mesh not a composix kugel mesh. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The patient reports the composix mesh was "broken and wrapped around her bowel" requiring removal of 3 feet of bowel. Currently, medical records have not been provided and no sample was returned for eval. Although there is no confirmation of the presence of an infection, the warning section of the IFU stated "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. With the currently available info, no conclusion can be drawn.